Event description:
This spontaneous case was reported by an other and describes the occurrence of allergy to metals ("nickel allergy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criterion disability). At the time of the report, the allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals with essure. The reporter commented: at the day of the report, the patient was considered as "disabled worker". Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.